Event description:
The advocate alleged that the customer had been receiving erratic blood glucose readings. She stated that a few weeks prior to calling, the customer received a blood glucose reading of 47 mg/dl. She said he was shaking and unable to function properly for a couple of hours. The customer was given juice to bring up his blood glucose, but he did not require outside medical attention. The advocate declined to troubleshoot the meter and test strips. She just insisted the meter be replaced. The test strips and meter were to be returned for evaluation, but the qa lab only received the meter. Replacement products were sent to the customer.